Event description:
Hcp reported the pt presented in 2004 with a "poor qualtiy of pain relief." There was "poor positioning of pump reservoir." The pump was explanted per pt request nineteen days later. It was not returned to the MFR for analysis. The pt was reported to have recovered without sequela.